Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the neuro-tip foot had been drilled into and the neuro-tip leg was bent. Therefore, the reported condition was confirmed. It was determined that the bent neuro-tip leg was due to excessive lateral force placed on the device causing the neuro-tip leg to bend, which was user error. It was determined that the cause of the drilled craniotome foot was failure to follow the directions for use. It was determined that when the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not sit properly in the locking chamber. It was determined that the attachment device was forced into position which placed the distal tip of the burr device in compression. It was determined that at that point, the tip of the burr device was in direct contact with the neuro tip of the attachment device. It was determined that when the drill device was started, the burr device drilled into or through the neuro tip. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during post-surgery, it was discovered that the craniotome device was bent. It was not reported if there was a delay in the surgical procedure, or if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.